Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis. The Monopolar Curved Scissors (MCS) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 1.81mm x 2.96mm in size. The manual articulation of inputs was performed and passed. The instrument was found to have a cracked chassis. The housing was removed for internal inspection, and the mid chassis was found to have a crack on one of the tabs. A hairline crack was found measuring approximately 3.18 mm. There were no broken pieces were found inside the housing. The complaint was confirmed by failure analysis.The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.